Event description:
It was reported the patient had a change in therapeutic effect and stimulation in the wrong location. It was stated the reporter was notified a few days prior to report and the patient was scheduled for a revision the day following report. It was noted it was unknown the specific time when the problems started. It was later reported the patient¿s system was replaced and they were scheduled for a follow-up appointment the week following report, for programming and instruction.

Manufacturer narrative:
Product ID: 3998, lot# la6204, implanted: (B)(6) 2002, product type: lead. Product ID: 37743. Serial# (B)(4), product type: programmer. Patient product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).